Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are decaying, they get swollen. Their gums bleed and their right front tooth has thinned out.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.